Manufacturer narrative:
Concomitant products : 4196-88 lead implanted: (B)(6) 2010, 5076-45 lead implanted: (B)(6) 2010.

Event description:
It was reported that after a routine device change-out procedure, the left ventricular (lv) lead was not capturing and the pacing impedance was high. The right ventricular (rv) lead rv coil impedance was also out of range. A different pacing configuration was programmed for the lv lead - which resolved the issues. However then it was determined that the rv coil portion of the lead was not completely inserted in the new device. The pocket was re-opened and it was noted that the device set screw had been obstructing the lead port. The rv coil portion of the lead was re-seated - which resolved both the rv and lv lead issues. The device and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.